Manufacturer narrative:
We are not expecting the product to be returned. It is expected that a third party contract service provider will perform an evaluation. A follow-up report will be filed if more information becomes available.

Event description:
It was reported, while in the or, the md inserted a sheath via the left femoral artery. After the iab was inserted the pump was switched on and ran in "autopilot" the patient was to be transferred to the ICU. During the transfer the pump alarmed "system error 8, unable to refill". The pump was "restarted without success." The pump was exchanged. There were no reported patient complications.